Manufacturer narrative:
The power switch overlay was returned for analysis. The customer's complaint was confirmed; the broken trace on the alarm (red) led caused the led not to illuminate.

Manufacturer narrative:
Following the evaluation of the device, the fse replaced the power switch overlay to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
The customer reported alarm led failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.